Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2017. Multiple manual power ups of ten minutes duration where observed in the device memory, between the (B)(6) 2017 and the (B)(6) 2017. The device successfully performed all subsequent weekly auto self-tests up to the last log entry on the (B)(6) 2018. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. Further investigation found that the report fault could be attributed to membrane failure. The fault could not be replicated with a new membrane fitted. The returned sam 300p is now outside of its warranty period and will be scrapped. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Event description:
Device was returned as a commercial return with no reported fault. Upon further investigation a fault was found with the device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2017. Multiple manual power ups of ten minutes duration were observed in the device memory, between the (B)(6) 2017. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. The device successfully performed all subsequent weekly auto self-tests up to the last log entry on the (B)(6) 2018. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate further. Further investigation found the reported fault was contributed to membrane failure. With a known good membrane installed, the current drain returned to a level comparable with a known good unit. This would therefore indicate a fault with the original membrane. In this case, the random nature of the events stored in the memory, the 10-minute time outs and the excess current drain measured during the course of the investigation would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device was returned as a commercial return with no reported fault. Upon further investigation a fault was found with the device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2017. Multiple manual power ups of ten minutes duration were observed in the device memory, between the (B)(6) 2017. The device successfully performed all subsequent weekly auto self-tests up to the last log entry on the (B)(6) 2018. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. Further investigation found that the report fault could be attributed to membrane failure. The fault could not be replicated with a new membrane fitted. The returned sam 300p is now outside of its warranty period and will be scrapped. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
Device was returned as a commercial return with no reported fault. Upon further investigation a fault was found with the device.

Event description:
Device was returned as a commercial return with no reported fault. Upon further investigation a fault was found with the device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Incorrect awareness date. Now corrected within this supplemental.